Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: gynecol surg (2013) 10:79¿85; doi 10.1007/s10397-012-0758-0; published online: 20 july 2012.

Event description:
It was reported via journal article: ¿title: transvaginal cystocele repair using tension-free polypropylene mesh at the time of sacrospinous colpopexy for advanced uterovaginal prolapse: a prospective randomised study¿ authors: ayman qatawneh, fawaz al-kazaleh, shawqi saleh, fida thekrallah, majed bata, issa sumreen, mahmoud al-mustafa citation: gynecol surg (2013) 10:79¿85; doi 10.1007/s10397-012-0758-0; published online: 20 july 2012 the purpose of this prospective randomized study is to compare tension-free polypropylene mesh-reinforced anterior vaginal prolapse with anterior colporrhaphy at the time sacrospinous colpopexy and posterior fascial plication for the management of massive uterovaginal prolapse. The study was conducted between january 2005 and january 2010. Included in the study are 116 patients with a stage iii and IV uterovagina prolapse. These patients are divided into 2 groups, the mesh group and the non-mesh group. In the non-mesh group, the underlying pubocervical fascia was plicated in the midline with a delayed absorbable 2-0 polydioxanone suture (ethicon, (B)(4), USA). In the mesh group, the retropubic space was widened using sharp and blunt dissection before plication of the pubocervical fascia as mentioned, and a monofilament polypropylene gynemesh ps (gynecare, ethicon inc., (B)(4), USA). In both groups, a sacrospinous colpopexy was performed. A miya hook ligature carrier was used to insert a triple no. 0 delayed absorbable polydioxanone suture (ethicon, (B)(4), USA) into the right sacrospinous ligament 2 cm medial to the ischial spine. Stage ii recurrence (mesh group n=10/53, non-mesh group n=15/63), stage iii prolapse (mesh group n=1, non-mesh group n=9), stage ii anterior vaginal wall recurrence (mesh group n=7, non-mesh group n=15), stage iii anterior vaginal wall recurrence (mesh group n=1, non-mesh group n=9), right sided buttock pain (temporary sciatic neuralgia) (mesh group n=8, non-mesh group n=7), mesh exposure (mesh group n=4), postoperative de novo stress urinary incontinence (mesh group n=2, non-mesh group n=2) were reported. Only 3 patients underwent repeat surgery in the mesh group and 12 in the non-mesh group for the event prolapse. Stress urinary incontinence was cured in all patients in the two groups who underwent a tvt-o¿ (ethicon, (B)(4), USA) procedure as a part of the surgery. The initial management for the event postoperative de novo stress urinary incontinence included topical oestrogen therapy and the mobilisation and excision of the exposed mesh with over sewing of the vaginal epithelium. The urinary tract infection in both groups could be explained by the long catheter use time of the patient. Temporary sciatic neuralgia disappeared after 2 weeks. In conclusion, anterior vaginal wall repair reinforced with tension-free polypropylene mesh with concomitant sacrospinous colpopexy and posterior fascial plication has significantly higher objective cure rates and less need for reoperation compared to pubocervical fascial plication with sacrospinous colpopexy and posterior fascial plication for women with massive uterovaginal prolapse at a median follow-up of 28 months with acceptable complication rates.